Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on the lcd window.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 460 mg/dl. Treated with manual injection. Troubleshooting was declined. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.